Manufacturer narrative:
A customer from the united states reported to biomérieux discrepant cefepime results in association with the vitek® 2 ast-gn80 test kit. The customer submitted the isolates for evaluation. An investigation was performed. The strain identification was confirmed. Testing included both the customer lot and a random lot of ast-gn80 cards. Agar dilution (ad), which is the reference method for cefepime (fep), was also performed. Isolate 911459 (e. Coli): both cards tested gave mics=8, which were corrected to resistant by aes. Ad gave an intermediate mic=16. Though this is a minor category error, card and reference mics are only 1 doubling dilution apart, which is acceptable for vitek 2. Isolate 911460(k. Pneumoniae): both cards tested gave mics=4, which were corrected to resistant by aes. Ad gave a susceptible mic=8. Card and reference method mics are only 1 doubling dilution apart, which is acceptable for vitek 2. Isolate 911461 (k. Pneumoniae): both cards tested gave resistant mics=32, and ad gave an intermediate mic=16. Though this is a minor category error, card and reference mics are only 1 doubling dilution apart, which is acceptable for vitek 2. 911462 (k. Pneumoniae): both cards tested gave mics=4, which were corrected to resistant by aes. Ad gave an intermediate mic=16. This is a minor category error, and essential agreement error since card and reference mics are 2 doubling dilutions apart. This isolate is an atypical strain. The vitek 2 ast-gn80 cards performed as expected.

Event description:
A customer from the united states reported to biomérieux discrepant cefepime results in association with the vitek® 2 ast-gn80 test kit. The customer was performing a validation study to lower carbapenem and cephalosporin breakpoints using a cdc breakpoint validation kit. Validation was successful except for cefepime on six (6) of thirteen (13) cdc isolates where the mic was > 2 doubling dilutions from the expected value. The customer reported that cefepime values do not match the cdc values. The customer sent the samples to a reference lab (vitek® user) which produced the same results as the customer. The cdc stated their results were generated using in house broth microdilution (bmd) panels and not vitek® and that mic results for each antimicrobial agent for an isolate may commonly be +/- 1 log2 (doubling dilution) different than what is posted on the FDA-cdc ar bank website. The cdc suggested to consider testing an additional set of isolates whose mic values span the sdd (susceptible-dose dependent) range. The customer stated they are currently using the vitek® 2 ast-gn80 cards for patient testing. The lab reports and strains were requested from the customer. A biomérieux internal investigation will be initiated.